Event description:
It was reported that the pt underwent a sling procedure during 2003. On recent examination a 1.5 cm portion of blue mesh was seen to be exposed just to the left side of the midline. The physician plans to try to cover the exposed mesh with vaginal mucosa. If unsuccessful he will excise the exposed mesh. The pt remains continent.